Event description:
On 12-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 250 mg/dl approximately three hours after breakfast. The user reported feeling fine, and glucose levels were trending down during the call. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.